Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was being returned to olympus for an annual inspection. No patient or procedure was associated with the request. The device was returned to olympus for a device evaluation and found the distal end had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an annual inspection and device evaluation. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had discoloration, the switch box had a scratch, due to wear of the knob wire the forceps raising angle did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the left direction did not meet the standard value, the image guide protector had a cut, the light guide bundle had breakage, the connecting tube had a cut, the adhesive around the light guide lens had discoloration, the light guide lens ha discoloration, the universal cord had coating peeling, and due to annual inspection some parts needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.